Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not received for evaluation, however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set filter dialysate port was broken and could not connect to the support plate. The product damage was not detected during the manufacturing in process visual control and leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed filter port damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connector of a prismaflex m150 set filter was observed to be broken during priming. There was no patient involvement. No additional information is available.